Event description:
It was reported that the pt has underwent a revision surgery due to setscrews backing out.

Manufacturer narrative:
The devices or applicable films have not been returned to medtronic for evaluation. Reportedly the devices were to be given to the pt. Unable to determine cause of the event.